Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-06104. It was reported the pt is not receiving effective stimulation. X-rays were taken and confirmed both leads have migrated. Surgical intervention is pending to address the issue.